Event description:
The user facility alleges while using a resuscitator they were unable to ventilate the pt. The pt turned blue. The oxygen was connected at 10 liters and the blender was on at 100. The pt was intubated and another resuscitator bag was used. No injury to pt.